Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, the atrial lead exhibited low impedance and was found to be fractured. The lead was capped and replaced on (B)(6) 2015. The patient was stable after the procedure.

Manufacturer narrative:
(B)(4).